Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed that the meter read inaccurately high compared to a another device. The reporter claimed that the patient obtained readings of 147 mg/dl with the subject meter and 98 mg/dl on another device. The reporter also stated that the subject meter read inaccurately high compared to a hospital meter however he was unable to provide the readings obtained on either device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.